Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose measured at 212 mg/while using the ilet system and inset 23-inch 6 mm infusion sets, with troubleshooting indicating an issue likely related to infusion set performance and resolved by a full supply change. Investigation of this case revealed that the hyperglycemia occurred in temporal association with a supply change and was mitigated by replacing supplies. No clinical symptoms associated with hyperglycemia reported. Outcomes included a decline in blood glucose to 198 mg/dl with continued downward trend without hospitalization. It was concluded that the event was consistent with hyperglycemia of unclear cause, likely related to supply change handling or infusion set function, with recovery after intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.